Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted. The patient did not experience any complications as a result of this event. The physician has scheduled an explant procedure to remove the closure device at a future date.

Manufacturer narrative:
H6: impact code updated to f1903 device explantation.

Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted. The patient did not experience any complications as a result of this event. The physician has scheduled an explant procedure to remove the closure device at a future date. It was further reported that the patient underwent a successful explant procedure. The closure device was removed from the patient, and the patient has been discharged from the hospital fully recovered from this event.